Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the product had the connection between the hub and syringe break off. The patient was left with the needle in the arm. It was then removed by the patient and thrown then it struck. The patient did have known diseases. The event occurred while in use with patient at the hospital. The operator of the device was a health professional. There was a patient involvement and clinician injury.

Manufacturer narrative:
D3: mfg establishment name; ICU medical asd, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.